Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function.

Event description:
It was reported that the pt experienced increased pain. In 2008, telemetry indicated the expected reservoir was 2.9ml. The actual reservoir volume removed was 10ml. The pump was replaced. The pt outcome was reported as no injury. The pt's pump contained infumorph.